Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient underwent an endovascular procedure using conformable gore t ag thoracic endoprostheses and gore excluder aaa endoprosthesis aortic extender components to repair a stanford type b aortic dissection. Prior to the device implant debranching surgery was performed to the left common carotid and left subclavian arteries. The initial plan was that an aortic extender component would be implanted at the descending thoracic aorta, tgu262615j/13226649 placed within the aortic extender component with distal edge of the both devices positioned at the same level, and then another conformable gore tag thoracic endoprosthesis deployed most proximal. An aortic extender component was deployed at the intended position with no issues. It was reported that while advancement of the tgu262615j before passing through the already implanted aortic extender component, it was confirmed under fluoroscopy that distal half of the tgu262615j was already automatically deployed. As the device could not pass through the already implanted aortic extender component, it was decided to deploy the device distal to the intended position. As the distal portion of the tgu262615j was oversized to the native aorta at which it was unintentionally implanted, it was elected to additionally implant two aortic extender components, and one conformable gore tag thoracic endoprosthesis to obtain sufficient sealing, and this resulted in extending the distal neck for about 3cm. The procedure continued with no further reported issues, and the patient tolerated the procedure. There has been no sequela reported following the procedure. It was reported that there was a momentary resistance while advancement of the tgu262615j through a gore dryseal sheath with hydrophilic coating; however it was not significant. It was also reported that there was no other issues observed during the procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer.